Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
The reported event of noise could not be confirmed. The connector portion of the lead was returned in one piece for analysis. Electrical testing, visual and x-ray examinations were normal with no anomalies found. Additional findings unrelated to the reported events indicated that an external insulation abrasion was found at 6.7 -6.8 cm from the connector pin breaching the connector leg consistent with friction to the device can. The ptfe liner covering the ring electrode coil was intact. The cause of the external insulation abrasion was consistent with friction to the device can.

Event description:
New information received via product receipt notes that the right ventricular lead was explanted. Further information was requested but not received.